Event description:
Customer stated from email on (B)(6) 2024: I had a defective pen needle today requiring a visit to a hospital to get my insulin shot. This is the second time, so I am very concerned. What can you do about this ongoing problem as this the second time it happened to me. Needle part that goes into insulin tube was not there and insulin could not be injected.